Manufacturer narrative:
Other applicable components are: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: extension; product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 748251, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins). The hcp reported an infection at the ins and extension sites. The doctor was calling for physician listings to find a doctor that would re-implant the device/system. The doctor mentioned that the ins was removed for infection, further stating that two weeks after revision surgery the patient developed an infection and then a week later the system was explanted. No further patient complications were reported/ anticipated as a result of this event.